Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse found one of the pogo pins was stuck with drape. The isi fse resolved the stuck pin issue by lubricating the pin. After that, the system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the user encountered a message stating that the arm drape was not recognized by the system after swapping the needle driver instrument from the patient side manipulator (psm) 2 to psm 3. The user reseated the sterile adapter (sa) on the psm 3 and re-installed the instrument, but the issue persisted. Upon rebooting the system, the issue persisted for the user. The user disabled the psm 3 and continued with the procedure with the remaining 3 psms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue was identified during the procedure and ports were placed. The drape was successfully attached to the system for 30 minutes before the event. There was no patient injury. The reporter confirmed that the patient side manipulator (psm)3 was disabled, and the procedure was completed robotically with the remaining 3 psms.

Manufacturer narrative:
The single-port drape accessory related to the complaint has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The drape was placed on an in-house system without issue. In-house instruments and an in-house camera were installed and passed recognition and engagement tests. No damage was found and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.